Event description:
Patient presented back to the physician with recurring swelling and soreness and continued infection at the chest incision site despite being prescribed 2 rounds of antibiotics. Physician brought the patient into the or and removed the ipg, sensing lead, and a portion of the stimulation lead body. Physician prescribed antibiotics after the procedure was completed.

Event description:
Patient presented to the physician with swelling and soreness at the chest incision site. Upon examination of the area, the physician determined an infection and prescribed antibiotics.